Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens was faulty. The lens was fully inserted, and the patient¿s status had fully recovered. No other information was provided.